Manufacturer narrative:
.

Event description:
New information received indicates that this device recorded a bd code indicative of a battery issue. Memory analysis determined that this bd code was a result of an unusually long interrogation session back in (B)(6). Since then the device¿s battery has recovered. Boston scientific technical services (ts) recommended normal patient follow up.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a suboptimal sensing warning message at implant. The device was repositioned to resolve the issue however one day post implant the same suboptimal warning message appeared again. Associated with this clinical observation was evidence of oversensed noise resulting in inappropriate therapy and increased in impedances. The device was reprogrammed and remains in service. Boston scientific technical services (ts) reviewed saved device data and suspected that the oversensed noise was due to air bubble entrapment while the increased impedances was due to an absorbable antibiotic material used during the implant procedure. The patient was recently hospitalized for dialysis due to hyperkalemia.